Event description:
A site rep reported an inaccuracy while in a tumor resection case in mach cranial 5.2.5. The pt was pinned laterally on their right side for two left-sided cerebellar tumors. They were initially registering with touch-n-go and the initial accuracy check was accurate, but as they continued to prep the pt before going sterile, they checked again an noticed that accuracy was off approx 4 in. They re-registered using tracer and were accurate, and after draping verified accuracy to be good. They rotated the bed slightly and reported that accuracy was off approx 1 in. After the bed moved, the surgeon continued the case and after moving the bed again, reported that the accuracy and gotten better; they moved it a third time and the inaccuracy returned. The surgeon discontinued use of the stealthstation treon guidance system to complete the procedure. There was no impact on the pt outcome.

Manufacturer narrative:
A medtronic rep at the site was not able to replicate the issue. The system functioned properly and navigation was accurate. Software has not been evaluated as of the date of this report.